Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients bi-v implantable pulse generator (ipg) had triggered elective replacement indicator (eri). During the changeout procedure header damage was discovered on the device with the left ventricular (lv) lead connection, resulting in bradycardia and loss of capture. The device was removed and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.